Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during the initial post operative programming, communication between the pulse generator and the programmer was lost. The device lost some of the information and reset to factory settings. Later that day, a software upload was unsuccessfully attempted.

Manufacturer narrative:
Mandatory medwatch form was received. Final analysis found a leaky capacitor which was causing the reported high current drain.

Event description:
It was reported that the pulse generator exhibited high current drain at 37 ua at 2.5 v, 0.4 ms. The device was then programmed to 3.5 v, 0.4 ms on both atrial and ventricular channels, after which the current drain increased to 48 ua. The reason for the high current drain could not be explained. The pulse generator was explanted and replaced.